Event description:
A customer reported that a system message displayed indicating that the footswitch had failed during a cataract extraction procedure. The procedure was completed with no harm to the pt. There were six subsequent procedures that were cancelled due to the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).